Event description:
It was reported that device contamination occurred. The patient presented with stenosis. An opticross hd was selected for ivus intravascular ultrasound (ivus). Upon opening the package, it was noted that the catheter was dirty within the sterile packaging. The seal was not compromised. The procedure was completed with another same device. There was no patient complications reported.

Manufacturer narrative:
D4: lot number updated. Device evaluated by manufacturer: the device returned for analysis. The visual inspection showed no issues, and the device appeared to be in good condition; however, it was received already opened and used. During the media inspection, the media that was reviewed displayed contaminated spots within the sterile package. Inspection of the remainder of the device presented no other damage or irregularities. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that device contamination occurred. The patient presented with stenosis. An opticross hd was selected for ivus intravascular ultrasound (ivus). Upon opening the package, it was noted that the catheter was dirty within the sterile packaging. The seal was not compromised. The procedure was completed with another same device. There was no patient complications reported.